Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly detached at the joint between the catheter shaft and the balloon. The health care provider attempted to remove the balloon segment with a snare device but was unsuccessful. Reportedly the patient was sent to the hospital for removal of the balloon segment. The patient was asymptomatic.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. The balloon was detached from the catheter and not returned. The balloon catheter weld bonds were examined under microscopic magnification (15x). The weld bonds appeared to be consistent around the entire circumference of the bond, with no defects noted. The inner guidewire lumen was stretched, likely indicating retraction issues. Both marker bands were present on the catheter; however, have dislodged from their original locations. No other anomalies were noted on the returned device. Functional/performance evaluation: guidewire patency was tested using an in-house .035¿ guidewire and passed without issue. Due to the poor sample condition, no further functional testing could be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a balloon detachment, dislodged marker bands and retraction issues based on the condition in which the sample was returned. However, the investigation is inconclusive for unintended movement as the reported failure could not be recreated due to poor sample condition. Per the reported event details, the technician continued to inflate the balloon as the doctor pulled back on the catheter. Per the atlas gold instructions for use (IFU): when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Therefore, it is possible procedural issues contributed to the reported event. However, the definitive root cause for the deflation issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly watermelon seeded and then detached at the joint between the catheter shaft and the balloon. The health care provider attempted to remove the balloon segment with a snare device but was unsuccessful. Reportedly the patient was sent to the hospital for removal of the balloon segment. The patient was asymptomatic.